Manufacturer narrative:
D4 expiration date - added. H3 device evaluated by mfg ¿updated. H3 summary attached - updated. H4 manufacturing date ¿ added. There are controls in the manufacturing process to ensure the product met specifications upon release. Analysis of the returned device found an attempt had been made to shape the tip of the subject guidewire. The subject guidewire was kinked/bent 1.2cm from the distal end. A torque device was returned attached to the subject guidewire 43.1cm from the distal end. When the torque device was removed from where it had been attached to the subject guidewire a long sliver of ptfe was found around the subject guidewire. The subject guidewire ptfe coating was peeled off between 17cm from the proximal end and 46.2cm from the proximal end. Ptfe peeling was noted inside the white mold of the torque device. When the torque device was taken apart, slivers of ptfe and remnants of ptfe were present on the device. It is probable the torque device was not adequately tightened which allowed the device to move up and down the proximal end of the guidewire, resulting in the peeled ptfe coating. The functional inspection was not performed as ptfe peeling was noted during visual inspection. The event was confirmed based on the damage noted to the returned device. The device failed to meet specification when returned for analysis. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The as reported and as analysed ¿guidewire ptfe coating peeling¿ in addition to the as analysed ¿guidewire distal end/tip kinked/bent¿ will be assigned handling damage as the issue is due to handling of the product or portion of the product during the clinical procedure, upon removal of the product from the packaging, or preparation of the product prior to use.

Event description:
It was reported that when the subject guidewire was attempted to be inserted into the microcatheter using inserter after shaping about 45°, the green coating ptfe (polytetrafluoroethylene) was observed to be peeled off. There were no clinical consequences to the patient due to the event. No further information is available.

Event description:
It was reported that when the subject guidewire was attempted to be inserted into the microcatheter using inserter after shaping about 45°, the green coating ptfe (polytetrafluoroethylene) was observed to be peeled off. There were no clinical consequences to the patient due to the event. No further information is available.